Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, post-open surgery, the patient had an early duodenal stump opening on the second day. A duodenal fistula was made that evolved well and closed in 9 days.